Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited a noise episode. The patient was asymptomatic during the episode. No intervention was performed. The patient was stable and would be continued to be monitored.